Event description:
New continuous glucose monitoring (cgm) sensor was added, all directions followed, regular user of product for several years. Error occurred roughly 2 hours after insertion, when the warm-up period should be done, saying sensor updating. Ran like that for several hours without providing a blood glucose (bg) reading, and then stopped all together giving the "change sensor" message, meaning it did not work, and never did - it is supposed to last a week. 11:30am reading on waking up.